Event description:
It was reported that a user received an ¿unable to proceed¿ message during a rewind attempt associated with an insulin delivery interruption, consistent with consecutive stalled motor events and an unresolved alarm or malfunction. Symptoms included user distress and dysregulation during the event. Outcomes included interruption of therapy and the need for troubleshooting and education. Investigation included review of device alarms, user-reported behavior, and standard troubleshooting for motor stall and rewind errors. Investigation of this case revealed a device alarm consistent with an insulin pump motor stall during rewind, indicating a potential malfunction of the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.